Event description:
It was reported that asymptomatic patient at a pre-discharge check, it was found that the atrial lead had dislodged. The lead was explanted and replaced on (B)(6) 2017. The patient was reported to be stable before, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.